Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report erratic movements with the vessel sealer installed on universal surgical manipulator (usm) 4. The technical support engineer (tse) reviewed the logs and identified errors 22020 and 31009 related to that usm. After installing a new vessel sealer extend (vse), the movements returned to normal. The tse suggested that the initial sealer might not have been properly seated and recommended trying it again. However, the issue persisted, prompting a csr, to call back and report ongoing delayed and erratic movements with the vessel sealer on usm 4. Despite swapping the drape, using different instruments, and performing a system power cycle, the problem remained. The issue occurred regardless of which console was controlling the usm. The customer requested a field service engineer (fse) to inspect usm 4 for intuitive motion. As no other patient carts were available, the procedure was completed with the current patient side cart (psc). The procedure was completed with no reported injury. Intuitive followed up and obtained additional information. The system functionality was checked upon powering the system. System initially powered on without errors. There was jerky movement and reverse/unexpected direction. The customer reseated the instrument, used a new drape, power cycled and used a new instrument. Procedure was completed robotically.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The system underwent testing, and no anomalies were identified. The system was tested and verified as ready for use. The probable root cause may be attributed to a faulty or improperly seated vessel sealer instrument, which led to intermittent sensor loss and failed engagement on usm4. Most common causes of these issues can be associated to an incomplete seating of the instrument and degraded or damaged electrical contacts on the instrument shaft or interface.